Event description:
It was reported, the light source octagonal mask image did not appear. The problem was resolved by wiping the scope connector with alcohol. This issue occurred during maintenance inspection. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative and other should not be marked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation could not be reproduced, however, the problem had been resolved by wiping the scope with alcohol. Related to the probable cause, it was assumed that a temporary image abnormality occurred due to some factor, such as the scope connector of the clv-290 not being sufficiently dry, a communication failure with the scope due to foreign matter on the electrical contacts, or a short circuit due to dust accumulated inside the housing. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.